Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (above 400 mg/dl). A bolus via the pump was delivered to address the bg level. The contact did not know what was causing the high bg; however, the customer had recently switched the type of insulin used and it was thought that this may be a cause. A pump system check was performed using the current supplies on the pump and no device issues were noted.